Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/09/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit was not reading the tidal volume. There was no patient or user harm reported. The event date was not specified, estimate used.